Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was scheduled for a replacement, lead broke off above tines leaving the 4 electrodes up to the tines when physician was removing the lead from the body. New lead was placed on the other side. No troubleshooting performed. The device was not return-customer refused. The issue was resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.